Event description:
Receiving erratic readings on their freestyle blood glucose monitor. In blood glucose tests, customer received readings of 400 mg/dl, 217 mg/dl, 128 mg/dl, 172 mg/dl, 271 mg/dl, and 400 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.